Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) who confirmed the information with the healthcare provider (hcp). When asked if the event resulted in any impact to the patient, the rep said no other than the pain. The programming worked as expected after the initial jump from 0.0v to 8.5v, but it was turned off. The rep also said the cause of the shocking, jolting and excruciating pain across the patient's abdomen was determined. The action taken to resolve the shocking, jolting and excruciating pain across the patient's abdomen was they turned therapy off. The products associated with the event will not be returned to the manufacturing company. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the rep was concerned there was a possible glitch in the new smart programmer. The rep observed: overstimulation of the nerve due to elevated amplitude at the time of program configuration. When the smart programmer programs were added, the rep went to therapy and placed patient on program 1. Instead of having the amplitude start at 0.0 where it could then be increased, it immediately placed the stimulation level at 8.5 v. Patient moved as they were surprised by the stimulation level and it disconnected before the rep could turn the therapy off. It took a few minutes before the rep was able to recommunicate with the ipg and turn off the therapy. There were no known environmental factors. Once the rep was able to reconnect with the device they turned the therapy to off to rest the nerve which resolved the issue. The patient will be contacted tomorrow to discuss turning the therapy back on. The rep felt that this was a glitch erring on the side of the smart programmer seeing as the rep did not increase the stimulation to 8.5 v. The issue was resolved at the time of the report. Additional information was received from the patient and manufacturer representative. The patient reported they experienced a glitch with their device. They were transferred to patient services where they reported that when they were first implanted and the rep turned the device on, the stimulation was set to 5.0 and it was painful and caused them to scream and cry. The caller reported they felt a sharp pain across their abdomen. Caller also reported 'sharp, jolting pain' after they stand and sit back down. The therapy was not on at the time of the call. It was reported that the issue was related to positional movements. The patient called back and was upset about the severe shocking, jolting, and excruciating pain and the sharp pain across their abdomen. The main concern when speaking with patient services was that they were upset with the device itself. They were currently waiting to meet with a rep. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID a510, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who felt there was something wrong with their implant. Later on that day, patient said their device malfunctioned and it couldn't be turned off for a few minutes. They also said they were in excruciating pain. No further patient complications have been reported as a result of this event.